Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center did not display any image. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, olympus confirmed the event reported no image, it is likely that the phenomenon occurred due to failures of mother board, printed circuit board caused by water invasion into the device. Also, the phenomenon buttons on the front panel do not respond was not confirmed, and a cause could not be determined. Olympus will continue to monitor field performance for this device.